Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. Date of issue is an approximation. The patient stated they experienced inaccurate values that resulted in a life-threatening event. They stated the emergency medical technicians (emts) had to be called. They stated the cgm was reading 69 mg/dl compared to the meter reading from the emt that was displaying 26 mg/dl. Patient was in the hospital for two days; however, they did not provide further event details. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.